Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had to press button twice and goes back and forth with it to work. The customer blood glucose level was unknown. It was also reported that insulin pump received no delivery alarms twice and battery drained when it is new. The insulin pump will not be returned for analysis.